Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional flexnav delivery system is filed under a separate manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2022, a 27mm navitor valve was selected for implanted. After the valve was deployed and the flexnav catheter was withdrawn the valve was lifted out of the annulus and popped up by the tip of the catheter and the valve was not snared back into place. A valve in valve was performed a new 27mm navitor was successfully implanted. The implant depth of the migrated valve was 2mm and the final implant depth was 0mm. It was noted that the nose cone of the delivery system caught on the stent struts while the delivery system was pulled back, causing the 1st 27mm navitor valve to move. There was sufficient calcium to allow valve anchoring. There was no tension with the delivery system noted at the time of deployment and there was no issues deploying the valve. The patient did not have an acute aortic angle. The patient's annular dimensions is 25.1mm. The patient remained stable throughout the procedure and there was no clinically significant delay in procedure.

Manufacturer narrative:
An event of migration of the nativor valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that the flexnav interacted with the valve while it was being withdrawn which was believed to have caused the migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.